Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 were not detected on the bus and failed to recover. A field service engineer (fse) found main half height drawer 2 with all pockets not detected on the bus and no lights on the interface board. Drawer board in 2.2 failed ohms test and replaced both boards, secured connections, and tightened hard stops. Ran hardware test application (hta), but drawer 2.2 pockets were intermittently not detected. Cleaned header contacts the drawer controller and retested in hta. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not detected on the bus, and the drawers could not recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.